Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive esc and act buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the act button did not work. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.